Event description:
(B)(4). Initial and additional info received from a physician on (B)(6) 2009: a female in her (B)(6) received one vial of injectable poly-l-lactic acid (sculptra) [lot # a8025 exp date unk] that was reconstituted with 5 cubic centimeters (cc) of sterile water and 2 cc of a half percent of lidocaine. She was injected in her jaw line, nasolabial folds and cheeks on (B)(6) 2009 for lipodystrophy. A few days to weeks after the poly-l-lactic acid injection, she experienced a breakout that looked like acne or blisters. She was treated with acne medication (nos) and the event resolved. On (B)(6) 2009, she received a second vial of injectable poly-l-lactic acid (lot # 1a7023, exp date 30-nov-2009) for the same indication and experienced the same type of breakout. She was again treated with acne medication (nos) and the event resolved. The reporting physician thinks that the breakout is (B)(6) instead of acne. Medical history was reported as allergic to penicillin and anaphylaxis to penicillin in addition to menopause. Concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Additional lot #: 1a7023, exp date: 11/30/2009, implant date: (B)(6) 2009. Additional info for sculptra (lot # a8025 and exp date 30-sep-2010) from (B)(4): batch record review was without hint to root cause. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info for sculptra (lot 1a7023 and exp date 30-nov-2009) from (B)(4): batch record review was without hint to root cause. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.